Event description:
During service of product device was found to not cycle with all leds on and a constant single tone alarm, due to transistor q7 on the motor board being out of specification. Replaced q7.